Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the motor speeds were out of specifications on the low end, the machined head, swivel, motor, reciprocating arm, spring seal and various other components were damaged, the control bar was not in the correct position, and the device was out of calibration. The external e-ring, bearings, reciprocating arm, motor, sleeve, swivel, hinge throttle gasket, planetary gears, bearing spacer, eccentric shaft, wave washer, dowel pins, lever, ball plunger, planetary carrier, ring gear, spring seal, screws, retaining ring, fine adjustment cams, and spring pin were replaced, the control bar was adjusted, and the device was recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery on an unknown date, the device was sent to preventive maintenance. There was no patient harm/injury or surgical delay as there was no patient involvement. After investigation inconsistent speed was found. Due diligence is complete and there is no additional information available.